Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a procedure using a 6f sheath. Reportedly, when performed step 2, sheath split, a metal piece was found protruding from the device. The safety release was pushed and the device was removed. Manual arterial compression and a femostop were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿metal piece found protruding from the device¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.